Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The patient (pt) reported the ins burned really bad every time pt charged and it continued to burn for a couple of days after the charging session. Patient services (ps) asked if pt felt the burning inside where the implant was, asked if recharger got hot. Pt said recharger did not get hot, just the inside. Pt said "it makes me really sore". Pt said at first pt did not realize what was going on and thought it was related to healing. Pt told everyone every time they saw anybody. Pt kept complaining that their incision site did not seem to be healing on the inside because it hurt. Hcp said pt needed to realize pt had a foreign object in their body and it had to heal. Then pt figured it was burning their butt when pt was charging and was related to charging. Pt finally figured out and knew it hurt/burnt when pt charged and it would burn for a couple of days afterwards. It just made it really sore. Pt reported the rep met with the pt and turned the recharging speed down. Pt used to be on the highest speed. Rep put it on number 1 speed. It seemed it was better when pt was on speed 1. Pt reported they still had some pain when charging. Pt put it back to # 3 so that pt could charge faster before controller runs down and their butt was sore. Hcp kept saying it needed to heal. Reviewed healing time lasts usually 6-8 weeks. Asked if pt charged over bare skin. Pt said no. Asked if pt was using the belt. Pt said they tried charging with the belt and without. Reviewed to continue working with hcp.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.